Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2015-02296 for the other associated device information. It was reported to boston scientific corporation that a capio slim was used during a sacrospinous fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle broke and was left inside the patient. A new capio and suture were used on the second attempt, however, the needle also broke and was not found. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(6) 2015. Only one capio suturing device and two capio sutures were used during the procedure done on (B)(6) 2015. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2015-02296 for the other associated device information. It was reported to boston scientific corporation that a capio slim was used in the during a sacrospinous fixation procedure performed on an unknown date. According to the complainant, during the procedure, the needle broke and was left inside the patient. A new capio and suture were used on the second attempt, however, the needle also broke and was not found. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the returned capio slim confirmed the product returned does not have any visual failure or functional issues. The carrier was actuated three times and it extended without any problem. The device was actuated (deployed) three times with a suture and the needle entered in the slot and the needle was not detached. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified batch. The returned device showed no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore, the most probable root cause classification is not confirmed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2015-02296 for the other associated device information. It was reported to boston scientific corporation that a capio slim was used during a sacrospinous fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle broke and was left inside the patient. A new capio and suture were used on the second attempt, however, the needle also broke and was not found. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on august 13, 2015. Only one capio suturing device and two capio sutures were used during the procedure done on (B)(6) 2015. The patient's condition at the conclusion of the procedure was reported to be stable.